Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. The malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose was 144-145 mg/dl.